Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured controller fault events due to an intermittent issue with the backup processor. This began occurring on (B)(6) 2020. The log file also captured intermittent power elevations. Speed drops less than the low speed limit were also noted on (B)(6) 2020 while connected to the mpu. The patient's controller was replaced. There was a fracture in the driveline where it inserts into the controller. The cause of the alarms was a short to shield and the alarms resolved after the patient was given a power module and an ungrounded cable. The patient did not have any further issues once this was done.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed events were confirmed through the review of the submitted log file. Based on experience with the hmii lvas and similar reported events, the low speed advisory alarms that occurred while the patient was supported by the mpu could be indicative of driveline damage. The reported fracture in the driveline could not be confirmed as no images of the damage were submitted and the driveline remains in use. Additionally, although power elevations were confirmed via the submitted log file, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained data from 09mar2020 through 16mar2020. The log file captured low speed advisory alarms on (B)(6) 2020 and (B)(6) 2020, when pump speed dropped as low as 4760 rpm. All low speed events occurred while the system was supported by the mpu. Additionally, the log file captured multiple intermittent elevations in pump power, up to 11.1 watts. Corresponding elevations in calculated flow were recorded during power elevation events, up to 12.0 lpm. Of note, the log file captured 157 pi events and the majority of the power/flow elevations occurred during pi events. For the remainder of the log file, the pump maintained a speed above the low speed limit and appeared to be functioning as intended. The account communicated that the patient¿s driveline was fractured where it inserts into the controller. X-rays depicting the internal portion of the driveline appeared unremarkable. The account believes the cause of the alarms to be a short-to-shield issue. The patient was given a power module and an ungrounded patient cable, and no new alarms have been reported. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The current heartmate ii lvas discusses pump speed, power, flow , and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such event. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory alarm, and the proper actions associated with them. Pump speed, power, flow, and pi are addressed in section 1 of the heartmate ii lvas IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU section 1, ¿introduction¿ under ¿pulsatility index (pi)¿, states that, ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi values is related to the amount of assistance that is provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle).¿ also in this section under ¿speed¿, the IFU states, ¿during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected.¿ the heartmate ii IFU section 4, ¿system monitor¿, states that, ¿ ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's controller was replaced. There was a fracture in the driveline where it inserts into the controller. The cause of the alarms was a short to shield which resolved after the patient was given a power module and an ungrounded cable. After investigation of the pump, it was decided that correlation of the controller fault with driveline damage could not be conclusively determined. Therefore, the controller fault will also be reported against the system controller (manufacturer¿s report # 2916596-2020-03143).